Manufacturer narrative:
Device had a detached end cap, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. Unable to test for compromised force sensor system alarm or perform the displacement test due to detached end cap.

Event description:
It was reported that the insulin pump alarmed a compromised force sensor system alarm, insulin was squirting out. Customer's blood glucose was 12.2 mmol/l. Device was bumped. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.